Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this lead presented with loss of capture. The physician elected to surgically intervene, at which time the lead was explanted and replaced. No resulting adverse patient effects and the lead is being returned to test product integrity.